Event description:
Per the clinic, the patient underwent a surgical procedure on (B)(6) 2012, to debride infected and dehiscent tissue around the implant site. The implanted device remains. There are plans to explant the device; however, it is unknown if this has occurred as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2012. There are plans for the patient to be reimplanted with a new device; however, this has not occurred as of the date of this report. This report is filed (B)(4) 2013.